Event description:
It was reported that the screen went blank but came back on. The screen then went blank again, and the patient attempted to change the battery but nothing happened.

Manufacturer narrative:
Follow-up #1 12/20/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no physical damage was observed to the battery compartment; the battery cap was observed to be stripped. Corrosion was observed inside of the battery compartment. The battery cap was found to be unable to secure to the pump. A test cap was inserted and the pump booted to the verify screen. The pump was exercised for 24 hours without rebooting or power loss. The pump was opened and no internal moisture was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.